Event description:
We received a report that a surgeon complained that one of his patient's experienced visual disturbances with an intraocular lens (iol). He indicated that the iol had imperfections/bubbles. The physician thought he would explant the iol. In follow up received on (B)(6) 2013 it was learned that the explant took place on (B)(6) 2013. The lens, which reportedly had a ''fold'' down the middle, was cut into pieces for removal and another lens implanted during the same procedure.

Manufacturer narrative:
Visual acuity: vision on (B)(6) 2013 was 6/6. Vision on (B)(6) 2013 was 6/12 with -0.25 = -0.75 x 165 degrees. The patient was provided post operative medications for 2 days. Patient history: diabetes. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). Batch records were reviewed. The review of the documentation and testing presented in the manufacturing record was found to be within product specifications. No deviation or non-conformance (ncr) related to the customer claim was found. In manufacturing at the final inspection process, the lenses are 100% cleaned and inspected at 10x microscope magnification for cosmetic defects. The package insert that accompanies the iol indicates that the iol should be examined thoroughly prior to implantation, to ensure particles have not become attached to it and to examine the optical surface for other defects. All pertinent information available to the manufacturer has been submitted.